Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient was getting the unable to find device message. The said they have had trouble with this since the beginning. They keep having to have cat scans and the device geos back to 0. During the call the patient was not able to communicate with the device. The patient was not able to feel the ins through the skin. The patient said the will keep truing and will try when someone is there to help them. No symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what the circumstances were which led to the poor communication and settings going to zero, they replied it happened each time they received a cat scan, and that they alone could not get back the program. When asked what steps were taken to resolve the issue, they replied that as they could not see where to place the communicator on their back, they had no way to get their settings again. They stated the signal was weak, and the issue was upsetting for them. All their devices had been off for one year or so. The poor communication and settings going to zero had not resolved at the time of the report, and they often could not use the system.